Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. The wi-fi settings of the device was verified and it appears to have retained customer's ip address and settings. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. "No" should be "returned to manufacturer on 10/14/2016".

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the radical-7 devices reverted back to defaults. The (B)(4) no longer was able to connect to the hospital (B)(4). Customer confirmed that the (B)(4) and alarm settings were reverted back to defaults. There were no communication of the units to the server network. No known impact or consequence to patient.